Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message during thrombectomy occurred. A spiroflex® angiojet® thrombectomy set catheter was selected for a percutaneous coronary intervention (pci) in a vein graft. During the procedure, while inside the patient, the device was turned on post priming and an error message appeared. The device was removed from the patient and the catheter was noticeably kinked/bent. The procedure was completed with another of the same device. There were no patient complications reported.